Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead dislodged and had no capture. The patient felt the lead dislodgement may have occurred when they lifted their spouse off the floor one week post implant. The lead was initially turned off and then later repositioned. The lead remains in use. No patient complications have been reported as a result of this event.